Manufacturer narrative:
The investigation for the reported atrial fibrillation (af) and ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt and af could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support the patient was going in and out of atrial fibrillation and ventricular tachycardia when the patient moved. It is unknown if the patient's arrhythmia was related to the impella. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Impella 5.5 pump was not returned. Data logs were reviewed and placement signal not reliable (psnr) alarms observed. The cause of the optical signal issue was not determined since product was not returned and there is an inconclusive failure trend per log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include placement signal issue description. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-17552 b7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 MDR reporting contact email updated.

Event description:
The complainant also reported that there were placement signal issues. The alarms were turned off.